Manufacturer narrative:
Visual inspection was not performed as the lens remains implanted in the patient's eye. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports, deviations, or discrepancies were generated. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the historical complaint review, manufacturing review, and labeling review, there is no indication of a product malfunction or product quality deficiency.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as the lens remains implanted to date, (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when an intraocular lens, model za9003, was removed from the package, the lens was clear. After implantation into the patient''s eye, it had deposits which could not be removed. The surgeon had to rotate the lens so that patient''s vision was not obstructed. The lens remains implanted in the eye. No further information was provided.